Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin syringe. The customer reports she uses the insulin syringe to inject her dog and following the injection, the needle was recapped for disposal. The customer stated the needle went through the side of the cap and stuck her finger. The customer reported she recaps the needles to then be placed in the sharps container for final disposal. The method used when recapping the needle was by placing the cap back on the used needle by hand. The customer reported she did not use any type of scoop method on a table top. The customer further reported the needle was not bent prior to use or during use. The device in question was not a safety needle, the device did not malfunction, and the event happened when the user tried to recap the needle after use. In addition, this is a human use needle being used on an animal.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.